Event description:
The end user's daughter called in to report she noted two pimples on the end user's peristomal skin at the 5 o'clock position. The end user's daughter went on to state a small amount of bleeding occurs from these two areas upon changing each wafer. The end user is changing her wafer every seven (7) days. The end user's daughter also stated the first pimple began approximately two (2) months ago and the second pimple appeared on (B)(6) 2013.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user was examined by a wound ostomy continence nurse at a wound clinic and was instructed to use stomahesive powder. The end user's daughter stated the end user cleanses her skin with baby wipes, warm water and soap, dries the area, applies stomahesive powder, allkare protective barrier wipes and then applied her wafer. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.